Manufacturer narrative:
One sample with a female luer lock (fll) attached was received for eval. Only the stopcock was received; no tubing was attached. There were pieces of the tubing attached to the inner wall of the mating connector. This is consistent with the tubing being manually pulled until the tubing broke, leaving pieces of tubing inside the female luer lock. Smiths was able to confirm the report of a disconnection due to the tube being manually pulled loose from the connection of the fll. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that the tubing broke off (or the arterial monitoring line split) and the pt lost blood. There was no pt injury or treatment associated with this event.